Event description:
It was reported that a pump was programmed to deliver neosynephrine to a pt (programmed amt and delivery rate unk). The customer reported that the pt's blood pressure continued to drop. The medication was "titrated per protocol" and the pt's blood pressure continued to drop. The nurse observed that the IV slide clamp distal to the pump was closed. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unk.